Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks with a complete separation 23cm distal from strain relief. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid left circumflex (lcx) artery. After advancing a non-bsc guidewire, a 2.5x15mm emerge balloon catheter was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft detachment.